Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. (B)(4). Note: the pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: the patient had an interventional heart catheterization and was mynxed in the right groin after the case. The patient was getting ready to ambulate four hours later, when something "popped", the patient began to bleed, become hypotensive and developed a hematoma (less than 6 cm in size). Pressure was held for 30 minutes and hemostasis was obtained, blood pressure was stabilized. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. Procedure type: intervention coronary sheath size: 6f.